Event description:
A malfunction was reported, identified by a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. The pump was not reset in the past 24 hours, so customer technical support (cts) provided reset information and assisted the caller with resetting the pump. However, the malfunction code recurred after the reset, leading to the decision to replace the pump. Cts confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it. The customer will use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and agreed to return the problematic pump using a prepaid label within ten days.